Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1; inratio: 3.7; reference: 1.5; mean: 2.60; confidence-limits: 1.7-3.8. Set: 2; inratio: 5.7; reference: 3.5; mean: 4.60; confidence-limits: 2.6-6.9. The mean of the inratio meter and comparative system inr were calculated. No corrective action is required as no product deficiency was established. Hence, no further investigation is required. Returned: (B)(6) 2009, biosite received meter (B)(4). Investigation results: in-house accuracy test. Results for strip ln 214429. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.

Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set: 1; meter-inr: 3.7; lab-inr: 1.5. Set:2; meter-inr: 5.7; lab-inr: 3.5.